Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be sample quality, low sample volume, and insufficient maintenance. The sample appeared to be hemolytic, so poor sample quality is likely. Controls were found to be within range. A general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Facility name - the full facility name was provided as "(B)(6)."

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). All sample results were reported outside of the laboratory. Only this one test and one sample were affected. The sample initially resulted as 0.761 miu/ml. A second sample was collected from the patient on (B)(6) 2016 and tested, resulting as 7212 miu/ml. The first sample was then repeated on (B)(6) 2016, resulting as 8825 miu/ml. The doctor trusted the high result. The patient was not adversely affected. The hcgb reagent lot number was 15654201, with an expiration date of 09/30/2017. The field service engineer ran performance testing.